Manufacturer narrative:
Follow-up #1: date of submission 9/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:.battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Display is dim/fading (pink).

Manufacturer narrative:
Device evaluation submitted 08/22/2016: the device was returned to animas and evaluated by product analysis on 08/22/2016 with the following results: battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. Display is dim/fading (pink). (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.